Event description:
Boston scientific received information that the patient experienced syncope after receiving multiple inappropriate anti-tachycardia pacing (atp) and shocks. The physician believed the therapy was given for an atrial driven arrythmia. An episode of pacemaker mediated tachycardia (pmt) was also observed. The patient was hospitalized where their medicine was adjusted and detection time was extended. The patient was discharged a few days later. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.